Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was lacking power. It was not reported if there were no delays in the surgical procedure. It was reported that a spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor seized, jammed and was moving heavily. It was further determined that the device had no function. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 03/28/2018 in the initial report. The date returned to manufacturer was corrected to 03/27/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.